Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range (oor) pacing lead impedance (pli) measurement of greater than 2000 ohms for another manufacturer's left ventricular (lv) lead. Review of the patient's data revealed that the impedance measurement had gone out of range three times over the last few months. Lead impedance testing was conducted in the office and the impedance result was at 1900 ohms. There was also an increase in pacing threshold measurements from 1.3 volts at 1 millisecond (ms) to 1.9 volts at 1 ms. Other lead configurations were performed and the pli results were still high with diaphragmatic stimulation noted at 3.5 v at 1 ms. The physician decided to configure the lead in lv tip to rv and to see patient after a couple of months. Additional information received indicated that the cause of the observation was not determined. The configuration was able to give a result of normal values. However, high voltage threshold was noted when the lv ring configuration was used which a suspicion of fracture was reported. The physician will continue to monitor the patient. This crt-d remains in service. No adverse patient effects were reported.